Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8211649. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-08-24. Medical device lot #: 8236598. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-09-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray a hair was found inside the packaging and the flange was damaged

Manufacturer narrative:
Investigation summary: two loose convenience trays in separate plastic zip lock bags were returned and visually evaluated. One tray, reported to be from batch #8211649, was empty of syringes and observed to have a loose black hair on the bottom of the tray approximately 1¿ long ¿ larger than level 3 in size, which is rejectable per product specification. One tray, reported to be from batch #8236598, was filled with 10ml syringes. One syringe was found to have damaged flange and side of the barrel. The damage appeared to have scraped part of the flange off, which was still attached to the opposite side of the flange in ball of fuzzy plastic. Potential root cause for the damaged barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the two provided lot number(s) that could have contributed to the reported defect.

Event description:
It was reported that before use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray a hair was found inside the packaging and the flange was damaged.